Manufacturer narrative:
The device associated with this report were not returned. The investigation could not draw any conclusions about the current reported event without the instruments to examine. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hudson adaptor for the mbt revision would not release the 15mm reamer. It became stuck and the staff was unable to remove during the case.

Manufacturer narrative:
Reopen: functional examination of the submitted device could not replicate the reported event. The device engaged and disengaged as design intended. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.